Event description:
The initial reporter received questionable elecsys probnp ii stat immunoassay results for one patient tested on a cobas e 601 module. Prior to patient testing, the customer confirmed the probnp calibration and qc were within the acceptable range. The patient's initial probnp result was reported outside the laboratory. The customer performed repeat testing with the sample due to the initial result not matching the patient's history. The sample was repeated on the same e 601 module as well as a different e 601 module. The patient's initial probnp result was 429 pg/ml. The patient's repeat result on a different e 601 module was 70,000 pg/ml with a data flag. The patient's repeat result on the same e 601 module was 70,000 pg/ml with a data flag. The probnp reagent lot number was 561864 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer performed a performance check and had passing results. The investigation is ongoing.

Manufacturer narrative:
The probnp reagent lot number was 561864 with an expiration date of 31-dec-2022. The investigation reviewed the customer's calibration and qc data and the results were within the acceptable ranges. There was no indication for a performance issue of reagent or instrument. The investigation reviewed the system's alarm history and did not find any abnormalities. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.